Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during tka surgery, a jrny ii bcs art isrt trl sz 5-6 9mm lt (B)(4) and a journey ii tibia insert impactor (B)(4) broke after the physician hit them with a mallet because he was trying to insert the trial poly into the journey ii tibia implant while the cement hardened. The incident added about a minute onto the surgery, until the physician removed the broken piece. The procedure was completed using the same trial broken poly. No injury was reported.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device has fractured, rendering the device inoperative. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that during tka surgery, a jrny ii bcs art isrt trl sz 5-6 9mm lt and a journey ii tibia insert impactor, broke after the physician hit them with a mallet because he was trying to insert the trial poly into the journey ii tibia implant as the cement hardened. The incident added about a minute onto the surgery, until the physician removed the broken piece. The procedure was completed using the same trial broken poly. No injury was reported. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient's current condition is unknown, and the patient impact could not be determined based on the limited information provided. Should any additional clinical information be provided, this complaint will be re-evaluated.. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it can no longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.